Manufacturer narrative:
E1: initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. The issue was observed during use at the patient's home. There was no report of patient injury or medical associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from march 08, 2022 - march 09, 2022. H10: the device was received for evaluation. Visual inspection was performed which observed a fluid inside the device bottle which suggested a leak occurred. Further inspection revealed the cause of leak was due to ruptured bladder. The ruptured bladder was examined for signs of abnormality, however there were no signs of abnormality found on the bladder that may have led to the rupture. The cause of the rupture could not be determined, however a possible root cause for the bladder rupture may be due to inherent variation in the material, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.